Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post implant, the right atrial (ra) lead was dislodged. During the procedure to revise the lead, the physician reported that the lead would not lock into the connector grommet, and the connection was loose. Eventually the physician elected to insert the lead deep into the connector and completed the procedure. The device and lead remain in use and no patient complications have been reported as a result of this event.